Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels and in (B)(6) 2025 (specific event date not provided) customer went to the emergency room with a bg level of 50 mg/dl. Cause was not known. Reportedly, due to the bg level, the customer lost consciousness and fell resulting in a broken sternum. Customer was treated with intravenous fluids to address the elevated bg. Customer was discharged in (B)(6) 2025 (specific date not provided) with the issue resolved and no permanent damage.